Event description:
It was reported that pump displayed a minimum fill notification while customer was attempting to load new cartridge,there was no adverse impact to the customer¿s blood glucose level. Customer reloaded same cartridge and successfully resumed insulin delivery after receiving guidance from technical support to clean pneumatic tap area before future cartridge changes, and technical support later attempted follow-up calls, left a voicemail, and then closed the case when no further contact was made.